Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The ipg was replaced on (B)(6) 2020. Therapy was restored post-operative.

Manufacturer narrative:
H6- device code corrected.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event and patient information. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient¿s ipg became inoperable after not being charged for an extended amount of time. As result the ipg will be replaced on a later date.